Event description:
Approximately 1 year(s), 8 month(s) and 24 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced humeral fracture and unexplained pain. Patient seen in consultation from ed for worsening left shoulder pain of 3 days duration. X-rays in ed revealed worsening loss of reduction of humerus fracture. Patient reports worsening pain while at work with related popping noises. The patient previously underwent cerclage fixation for a periprosthetic humerus fracture. Unfortunately, the hardware has failed. In earlier events, the patient experienced two other humeral fractures that were resolved through open reductions. The patient underwent open reduction and internal fixation with screws, plate and cerclage wires, midshaft humerus, with iliac crest aspirate graft with optecure due to failed hardware. No implants were replaced. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6); 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6).